Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device is not working properly. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, a replicated customer complaint, touch screen not working and pca burned. The device was routed to scrap. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.

Manufacturer narrative:
In this report, box h - product code grid, evaluation results, component code and conclusion code grid has been updated.